Event description:
One day following an atrial fibrillation ablation procedure, a pericardial effusion was noted. The patient experienced chest pain one day post procedure and an echocardiogram revealed a pericardial effusion. No intervention was required to treat the patient. No performance issues were noted with any sjm devices.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.